Event description:
The customer reported that the system would not flouro. No patient injury was reported.

Manufacturer narrative:
The ge service rep performed a complete boot up of the system 4 times, tested flouro, and film functions in both manual and auto technique. No problems were found with the system. He could not reproduce the reported problem.